Event description:
An expansionhead screw, implanted in a cslp during an anterior cervical diskectomy at c5-6, c6-7, backed out. Patient was diagnosed with a retropharyngeal abscess and perforation of the esophagus. Hardware was removed and esophageal laceration repaired.

Manufacturer narrative:
A2, a4, b6, b7, d4 lot#: this information was not provided in initial report. Additional information has been requested. D4 catalog#: catalog number is reported as 487.044 or 487.054. H3, h6: no evaluation could be made, no conclusion could be drawn as no device was returned. H4: synthes is unable to determine the manufacture date without a lot number.